Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided. UDI not available.

Event description:
It was reported loosening screw. Screw removed and replaced.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d4: expiration date and UDI not available, lot number unknown; h3: device evaluated by manufacturer: change ¿no' to 'yes'; h4: device manufacture date not available, lot number unknown. One implant was returned for investigation (see image attached to the complaint). However, one screw was reported but not returned. Visual evaluation of the as returned product identified bone residue around the external threads due to usage, wear, possibly due to the removal process but no damage to drive feature. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed due to the nature of the devices and events. Pre-existing condition noted on the per was 'moderate bone density ¿ type ii'. The implant had been placed on tooth #46 (fdi) for approximately 2 years. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (1227287) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. However, DHR could not be reviewed for the screw since the lot number was unknown. Complaint history review: complaint history review was performed for the reported lot number (1227287) for similar events (complaint category keywords: functional: loosening & damaged drive feature) and no other complaint was identified. A complaint history review by item number was conducted for the mhlas dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances /CAPA/hhe /d/ie/product holds for the reported product for similar events (complaint category keyword: loosening & damaged drive feature). Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did not occur for the implant and the event (damaged drive feature) has been unconfirmed. Device malfunction for the screw and the reported event (loosening) could not be verified as the exact details of event were unverifiable.

Event description:
No further event information is available at the time of this report.